Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a patient that needed help ending therapy early. This problem occurred during initial drain. The technical service representative (tsr) assisted the home patient (hp) as the hp stated that he was starting his therapy and his transfer set cap came off. The hp stated he pressed stop on the machine and went to the clinic. The hp also stated that they gave him antibiotics and a new transfer set cap. The hp stated that the clinic instructed him to wait at least 6 hours before starting therapy. The hp stated that he was currently doing manual exchanges now. No patient injury or medical intervention was reported. Product surveillance contacted the nurse on (B)(6) 2010. The nurse stated the following: the sample was discarded and the patient went to connect then noticed the cap was missing. The transfer set had been in use less than 6 months and there was no patient injury. They just soaked the set then gave the patient a new minicap and therapy was going fine. The nurse stated the patient may have more information. Product surveillance contacted the patient on (B)(6) 2010. The patient answered questions relating to the separation. The patient stated that there was a separation at the catheter adapter. The transfer set had been in use less than 6 months and the patient had been performing dialysis around 7 months at the time. The patient performed automated peritoneal dialysis and the catheter adapter was plastic with no visible thread damage. The connection was done at the hospital with a clamp and it was not reattached. The patient was performing therapy at the time of the separation and he stated he could have been due to exercise that may have loosened it over time. The catheter was taped to the body and the lot number was unknown and sample was discarded. The patient was given antibiotics for 6 hours and then performed a manual exchange. Product surveillance contacted the clinic on (B)(6) 2010. Baxter wanted to clarify the minicap falling off in the event description was the event of the transfer set separation. The nurse confirmed there was not a minicap that fell off but rather a transfer set separation at the catheter adapter.

Event description:
It was reported that an unspecified physician; therefore, not known if trained in the use of the proglide device, attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. The only available information provided was that the device 'failed'. The method used to achieve hemostasis was not known by the facility reporter. Though requested, no further details regarding event or patient information were available.

Manufacturer narrative:
(B)(4). The suture and posterior needle tip were not returned with the device, limiting the investigation. Evaluation of the returned device found that both cuffs successfully captured the needles. The posterior cuff had detached from its needle tip during needle plunger retraction as evidenced by the damaged posterior cuff tabs. Cuff-to-needle tip detachment directly resulted in a failure to retrieve the suture when removing the needle plunger. During lab testing, the plunger was inserted and retracted successfully without any observable resistance that could have contributed to the cuff-to-needle tip detachment. No manufacturing or quality issue was detected. Based on the investigation details, the root cause for the posterior cuff to-needle tip detachment could not be determined. A review of the device history record did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.